Event description:
When there is an upstream occlusion occurring on the baxter spectrum iq IV infusion pumps, the pump is not alarming to notify the registered nurse (rn) of the potential partial occlusion.